Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer loaded a new cartridge to address the issue. The customer's blood glucose level was 87 mg/dl.